Manufacturer narrative:
Additional information: a2, a3, g3, h3, h6 the complaint allegation is confirmed based on the image submitted for evaluation from the field. Since the device was not returned for evaluation, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that a revision surgery was necessary as the inlay was dislocated. The inlay and the humeral head were replaced. No further information received.